Event description:
It was reported that the device was used during a laparoscopic appendectomy. The first three clips crossed and did not form properly. The case was completed with no consequence to the pt.